Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that during a cranial procedure, the router broke and the router fragment was stuck in the surgical site. It was also reported that the broken fragment was successfully removed with the aid of o-arm and c-arm scans resulting in a two hour delay to the procedure. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a cranial procedure, the router broke and the router fragment was stuck in the surgical site. It was also reported that the broken fragment was successfully removed with the aid of o-arm and c-arm scans resulting in a two hour delay to the procedure. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.